Manufacturer narrative:
Reported event: an event regarding damage involving a trident liner was reported. The event was confirmed based on inspection. Method & results: product evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows cracks and scratch marks on the liner. Refer attached pics. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review:no medical records were received for review with a clinical consultant. Product history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: it was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The event was confirmed based on inspection. Visual inspection: the device was not returned however photographs were provided for review. The image shows cracks and scratch marks on the liner. Refer attached pics. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available

Event description:
It was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The stem, head and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the neck of the stem being broken and dissociation of the head from the stem. Intra-operatively, some black tissue and liner damage were noted. The stem, head and liner were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.